Manufacturer narrative:
Additional devices: infrarenal bifurcated stent graft. Model# 28-16-120, lot# w10-0122-008, expiration date: 02/01/2013. The stent grafts were returned to endologix and evaluated. There was no indication of any damage to either graft. There is no indication that the event was due to a design or manufacturing issue. Review of lot records/work orders, prior reports. No issues were noted. (B)(4) use of device with aortic neck length of 10mm is off-label per the instructions for use.

Event description:
Patient presented with proximal neck length of 10mm (off label). Physician was aware prior to the case that seal with the device may not be possible due to the patient¿s anatomy, which could result in an open repair. A 28-16-120bl bifurcated device and a 34-34-80le aortic extension were implanted. A proximal type I endoleak was detected. Two attempts to seal the endoleak with ballooning were unsuccessful. The physician decided to convert the patient to an open repair using an atrium surgical graft. The patient tolerated the procedure and is reported to be doing well.